Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported an aquacel surgical dressing was placed over the surgical incision following a knee replacement procedure on (B)(6) 2015. Six days later, the dressing was removed due to the patient's continual reporting of pain under the dressing. Upon removing the dressing, the physician noted redness, erythema, blisters and concluded the patient had experienced an allergic reaction to the adhesive portion of the dressing. The patient was issued prescriptive "dermocortoids" and the dressing was replaced with a competitor's dressing. No further patient complications were reported.

Manufacturer narrative:
A batch record review indicated discrepancies which were investigated. The investigation has been closed and no action is required. There was a non-conformance (nc) associated with subassembly lot # 4j01723 and subassembly lot # 4j01942. Both subassembly sub-lots associated with lot # 4j01723 and lot # 4j01942 were designated as scrap and properly disposed of in accordance with the procedure in place. These ncs do not impact the subassembly sub-lots which were included in the final batch, lot # 4k00207. Both ncs were closed and no further action is required. A photograph has been received for this complaint, which was evaluated however, did not show any convatec product. No additional investigation is needed and this issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).